Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was performed. Traces of blood were observed on the arm and teeth of the housing mount. No visual defects were observed. A suction/vacuum strength test was performed per instructions of the vacuum leak test using calibrated using vacuum regulator and pressure gauge and canister. The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation the complaint was unable to be confirmed for the reported failure "suction issue". .

Event description:
The hospital reported that during a coronary artery bypass procedure, there was no suction on the acrobat-I stabilizer. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, there was no suction on the acrobat-I stabilizer. A replacement device was used to complete the procedure. The hospital did not report any patient effects.